Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The root cause of the customer's complaint could not be established as a sample was not returned for evaluation. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the product did not have any suction during the procedure. The product was replaced and the procedure completed with no consequences to the patient involved. Additional information and sample has been requested.